Event description:
Information received from the field notes that after a fall, the patient was brought to the hospital in a coma. Although the device could not be interrogated, ventricular pacing at 50 ppm was observed with magnet application. The device also exhibited no atrial pacing and atrial undersensing. The patient's family requested no further interrogations of the device and no attempts to resuscitate the patient.